Event description:
It was reported that pump screen was dark and would not turn on, while a red light blinked around button and pump vibrated repeatedly. There was no adverse impact to the customer's blood glucose level. Customer followed instructions to press button in different ways and to connect pump to a working power source, but display remained off, so technical support arranged replacement pump, confirmed pump details and shipping address, advised use of multiple daily injections as backup insulin therapy, and provided instructions for storage and return of problematic pump.